Manufacturer narrative:
See summary memo of evaluation.

Event description:
Patient developed infection and bone loss 2 years 8 months after implantation of the dental implant fx4310mlc in tooth location #3. Implant was removed on (B)(6) 2016 due to bone loss and infection. The patient is recovered without complications and treatment is ongoing.